Event description:
It was reported that a shaft became detached. A 90% stenosed target lesion was located in a mildly tortuous and severely calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ mr was selected in a percutaneous transluminal angioplasty procedure. During preparation, upon removal of the device from the hoop, the balloon protector was removed. However, it was noted that the proximal shaft of the balloon was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The balloon protector cap was returned over the balloon and no anomalies were noted with the protector cap. A visual examination noted a shaft detachment at 25cm from the catheter tip. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the shaft was broken; however, the balloon protector was removed from the balloon with little resistance noted. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft became detached. A 90% stenosed target lesion was located in a mildly tortuous and severely calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ mr was selected in a percutaneous transluminal angioplasty procedure. During preparation, upon removal of the device from the hoop, the balloon protector was removed. However it was noted that the proximal shaft of the balloon was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).